Event description:
In 2008, rep stated the bed has no functions. He said nobody was hurt. Two days later, rep called in stating bed is back in service. He replaced the f1 fuse and this took care of problem.